Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device could not generate and control negative pressure because the vacuum motor was defective. No patient harmed and no injury reported because this was found during service and repair.

Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was returned for evaluation. A visual inspection was performed and showed the housing is damaged. Functional inspection was performed and showed the device could not generate and control negative pressure, establishing a relationship between the event reported and the device. The root cause is a defective motor. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.